Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that both pumps were alarming disposable alarm, pump won't run, not detecting the cassette, when a smiths medical, cadd medication cassettes was attached with 13.5 ml remaining. It was reported the end user attached a new cassette which resolved the alarming. Per reporter the end user was also having issues with loosening the luer access end cap to change out the cassette. No adverse patient effects were reported. No additional information is available at this time.